Manufacturer narrative:
Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when using a mynx control vascular clpsure device (vcd) for closure, the area where the sheath is covering the sealant bent and was cracked, exposing the sealant when inserted into a non-cordis sheath due to the angle of insertion. The same occurred with a second mynx control vcd used. There was no reported patient injury. The physician is most familiar with mynxgrip devices. The devices are not available for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, when using a mynx control vascular closure device (vcd) for closure, the area where the sheath is covering the sealant bent and was cracked, exposing the sealant when inserted into a non-cordis sheath due to the angle of insertion. The same occurred with a second mynx control vcd used. The physician believed that the area where the sealant was housed was likely cracked on both devices and that is the reason they would not enter the valve. Therefore, closure was aborted. A non-cordis vcd was used to close the artery. There was no reported patient injury. The physician is most familiar with mynxgrip devices. The two devices were unable to enter the existing sheath. The physician could not get the floppy tip wire of the control into the sheath. The vcd was used in a procedure for a stent placement in the lower extremity using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was not verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. There was no patient injury. The sealant sleeves were not out of position and were not damaged prior to use. There was no suspicion the sealant had deployed intravascularly. The device was removed from the package as labeled. 197188 the product was returned for analysis. A non-sterile mynx control vascular closure device 6/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open. Only small portion of sealant returned exposed to blood in manufacturing position and not exposed along the catheter. The sealant sleeve assembly was observed severely kinked/bent. The syringe and the involved procedure sheath were not returned; therefore, the compatibility of the sheath used with the returned device cannot be verified per the mynx control instructions for use (IFU). Per dimensional analysis, the catheter working length from distal end of sheath catch to proximal end of balloon was verified and noted to be within specification. The slit length was verified and noted to be within specification. Per functional analysis, a simulated deployment test was performed, and button 1 was able to be depressed fully to deploy the sealant without any resistance. No issues were noted with respect to button 1 deployment during the device failure investigation. Button 2 was also depressed, and the balloon was completely withdrawn into the advancer tube. The device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed only small portion of sealant returned exposed to blood in the manufacturing position, not exposed along the catheter and the sealant sleeve assembly was severely kinked/bent. A product history record (phr) review of lot f2216502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ sealant sleeves cracked- in patient¿ and ¿deployment difficulty-premature¿ were not confirmed during the analysis of either of the returned devices. However, analysis revealed the sealant sleeves were kinked/bent which may have been what the customer was referring to. The exact cause of the reported events could not be conclusively determined. Procedural and handling factors may have contributed to the reported events. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, when using a mynx control vascular clpsure device (vcd) for closure, the area where the sheath is covering the sealant bent and was cracked, exposing the sealant when inserted into a non-cordis sheath due to the angle of insertion. The same occurred with a second mynx control vcd used. The physician believed that the area where the sealant was housed was likely cracked on both devices and that is the reason they would not enter the valve. Therefore, closure was aborted. A non-cordis vcd was used to close the artery. There was no reported patient injury. The physician is most familiar with mynxgrip devices. The two devices were unable to enter the existing sheath. The physician could not get the floppy tip wire of the control into the sheath. The vcd was used in a procedure for a stent placement in the lower extremity using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was not verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. There was no patient injury. The sealant sleeves were not out of position and were not damaged prior to use. There was no suspicion the sealant had deployed intravascularly. The device was removed from the package as labeled. The devices are available for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, d8, d9, g3, g6, h1, h2, h3 and h6. A review of the manufacturing documentation associated with lot f2216502 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. This report correlates to report 3004939290-2022-02737.